Event description:
It was reported that the pressure transducer test during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 03/22/2016, corrected manufacturing date: 03/11/2016.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On site investigation was performed by our filed service engineer. It has been clarified that the initially claimed system checkout failure, has been caused by liquid ingress into device. The technician replaced expiratory channel board, the device was returned for use. There were no further failures. Evaluation of the device's logs have been performed. From the reported date of event, device's logs are uncompleted. Only inspiratory pressure transducer out of range information could be seen. At the date of service following test failed: auto and man ventilation leakage, vaporizer check, pressure transducer sequence (monitoring and controlling), insp. & exp. Valves, afgo valve and safety valve - they could be related with troubleshooting (replacement of parts). The technician claimed that liquid marks (most probably from infusion bag) could be seen on replaced expiratory channel board, which has been scrapped. Within flow unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The anesthesia workstation is designed to fulfil ip21 degree of protection against ingress of water and particulate matter as per iec 60529. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a anesthesia workstation malfunction. The cause of this issue has been classified as accidental damage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).